Event description:
Pt admitted to health ctr with severe osteomyelitis of left leg. Pt had left total knee replacement approx 1 year ago. Developed problems; diagnosed with aspirations, bone biopsy and IV antibiotics. Presents with swollen left knee, obviously infected. Admitted for explantation of the left knee with insertion of methyl methacrylate impregnated antibiotic cement and long term IV antibiotic therapy.